Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported the multiple bg meters were used in the same sensor session and the sensor was worn beyond seven days. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was also reported that the patient had worn the sensor beyond seven days. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days. In addition, it was reported that multiple bg meters were used throughout the same sensor session. It should also be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands. The accuracy of the blood glucose meter value used for calibration may affect the accuracy of sensor glucose readings. However, a root cause for the reported inaccuracy cannot be determined.